Event description:
It was reported that a user¿s dexcom g7 sensor failed to pair with the ilet pump, resulting in loss of automated glucose data to the pump and a ¿pairing failed¿ notification; the user was guided to restart the pump, toggle the cgm setting from g6 back to g7, restart the sensor, and enter blood glucose manually to continue dosing. Symptoms included risk of delayed or absent cgm data transmission to the pump without reported clinical adverse effects. Outcomes included temporary interruption of automated insulin dosing with reliance on manual blood glucose entry to maintain therapy. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed persistent pairing failure isolated to communication between the g7 and the ilet despite device restarts and cgm mode toggling. It was concluded that the event involved a communication failure between the cgm and pump without injury, mitigated by manual blood glucose entry and instruction to call back if pairing did not resume. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.